Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had to charge more frequently now. They used to charge every 2.5-3 weeks and now they had to charge every 1-1.5 weeks. The patient wanted to know if they could program to not use so much energy. No symptoms were reported.